Event description:
It was reported that the user received a low insulin notification while changing pump supplies and, after entering the fill cannula screen prematurely and skipping the step to watch for drops, required guidance to complete the supply change; insulin delivery then resumed successfully, and the user utilizes inset 23-inch infusion sets, which reflects a use-of-device problem and an unspecified device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and the issue was attributed to user interaction with the device during the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.